Manufacturer narrative:
Product analysis: it was determined at product analysis that the epg output connector assembly was broken/fractured. The hanger was also broken/fractured. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for tests and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.